Manufacturer narrative:
The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient additionally reported "left breast is very stiff and higher (baker contracture IV)¿, ¿discreet thickening and enhancement of the fibrous capsule, findings that may be related to capsular contracture in the relevant clinical context¿, ¿minimal amount of fluid surrounding the implants", ¿oval and circumscribed nodule¿, ¿prominent lymph nodes at level I and ii of the left armpit, measuring up to 1.3 cm, possibly reactive".

Event description:
Patient reported "swelling, pain, warming, enlarged, hardened, lymph nodes, nodule, encapsulated, discomfort, ¿feels like milk¿ ¿hardened¿, ¿feels like milk in the left breasts¿. ¿nodule" ¿warming¿, ¿swelling¿, ¿enlarged¿, ¿and ¿pain¿. ¿lymph nodes¿ for the left side device. Patient later reported "left breast is very stiff and higher (baker contracture IV).¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.